Event description:
It was reported that liner tear and a vessel hole occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed without difficulty. A non-bsc guidewire was positioned. The native aortic valve was treated with balloon aortic valvuloplasty (bav) with four inflations using a 24mm non-bsc balloon. A large acurate neo bioprosthesis was advanced without issue. The large acurate neo bioprosthesis was successfully deployed in the intended location with grade 0 (none/trace) paravalvular leak. The acurate delivery system was removed without issue. The 14f isleeve introducer sheath was removed. The 14f isleeve appeared "slashed" with a sharp tip that caused a hole in the femoral vessel. A 3 hour vascular surgery was performed to close the damaged vessel.

Event description:
It was reported that liner tear and a vessel hole occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed without difficulty. A non-bsc guidewire was positioned. The native aortic valve was treated with balloon aortic valvuloplasty (bav) with four inflations using a 24mm non-bsc balloon. A large acurate neo bioprosthesis was advanced without issue. The large acurate neo bioprosthesis was successfully deployed in the intended location with grade 0 (none/trace) paravalvular leak. The acurate delivery system was removed without issue. The 14f isleeve introducer sheath was removed. The 14f isleeve appeared "slashed" with a sharp tip that caused a hole in the femoral vessel. A 3 hour vascular surgery was performed to close the damaged vessel. It was further reported that the patient has been released from the hospital without further damage.

Manufacturer narrative:
Returned product consisted of an isleeve sheath and the dilator. The reported sheath break was confirmed. The reported vessel perforation and surgery could not be confirmed as clinical circumstances could not be duplicated.